Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sealed package allegedly did not include the catheter.

Event description:
It was reported that the sealed package allegedly did not include the catheter.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the sample noted one unopened foley catheter package returned with the blue sleeve only inside. No catheter was in the completely sealed package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bardex biocath foley catheter is a balloon catheter. There are different type variations, for example, hematuria types with a catheter internally reinforced with nylon fiber for preventing occlusion of its inner lumen and securing urinary passage. Some may include a water-soluble lubricant as an accessory."